Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5165124.

Event description:
It was reported that the patient presented for a procedure. During the procedure, it was noted that the catheter perforated the heart. No additional information was available.